Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing a heart attack and an elevated blood glucose (bg) level above 600 (mg/dl). While hospitalized the customer treated intravenously and with manual injections. Reportedly, the customer changed supplies on (B)(6) 2016 and noticed that it took a little longer than usual for insulin to be observed during the fill tubing process. During troubleshooting with tandem technical support, the cartridge was reloaded and the insulin was pumping as expected. System check showed the pump was performing as expected. The customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.